Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, two days after implantation the impedance displayed was > 1500 ohms in the atrial channel. The associated lead and subject pacemaker were subsequently explanted.